Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a visit, a pain like dislodgement of the right shoulder was felt and their face was distorted. Upon checking the controller, the implantable neurostimulator (ins) was turned off without their knowledge. It was possible that a CT scan was performed for a different medical condition from the underlying disease without turning the stimulator off. Other than that, the living environment had not changed and it had not occurred up until now, so a deterioration of the stimulator was suspected. There were no significant hazards. Details of troubleshooting performed was unknown as the patient was not near at the time of the phone call. The symptoms were alleviated when the device was turned on. It was unknown if the issue resolved.